Event description:
This medial device report is being submitted due to an additional same issue that was originally reported in MDR report, FDA # 9616389-2013-00003. This report is for a second event of unintended movement at this site when using their dx-d100 mobile unit. On (B)(6) 2015, the customer, using a dx-d100 unit with serial # (B)(4), experienced uncontrolled movement. While driving from one room to the next room to prepare a new study, the x-ray unit moved suddenly with uncontrolled high speed in various directions. The user released the control handle but the device continued to move without any control. The device moved into and damaged a desk. The device was immediately removed from service and is no longer being used until a solution is provided. The customer was using the unit on a flat floor area with no thresholds. No customer or patient was injured during this event. Root cause is unknown. A site visit is being planned with agfa specialists and sedecal support to investigate the event. Unintended movement of dx-d100s has already been communicated for a reportable correction to the FDA: FDA reference # z-1487-13.

Manufacturer narrative:
Evaluation conclusion - new designed arrestor with a resistance between frame and floor (ground).

Event description:
Follow-up 1 report to provide root cause and corrective action for this event: (B)(4), agfa's supplier, has determined this event is a different unintended movement and root cause is when using the dx-d100 unit, sporadic unintended movements caused by an electrostatic discharge of the unit to the ground may occur. Corrective action will be a mandatory service bulletin to perform upgrade of digital motion control (dmc) firmware and a new designed arrestor with a resistance between frame and floor (ground) will be installed. A cfr part 806 reportable correction is underway and will be reported to the FDA may 29, 2015, referencing agfa healthcare 9616389-05-29-2015-001-c ((B)(4)).